Event description:
It was reported that patient had replacement surgery due to high impedance. The surgeon noted there was a visible break in the old lead. There was a visible gouge in the outer casing of the lead. The explanted devices have not been received for analysis to date.